Event description:
Severe allergic reaction all over body [hypersensitivity] throat closed up [throat tightness] breaking out in hives all over [urticaria] itching from head to toe [pruritus generalised] case description: a (B)(6) female consumer reported that she used (B)(6) tampons for the first time beginning wednesday, (B)(6) 2015 and ending saturday, (B)(6) , unknown daily use and frequency, and experienced a severe allergic reaction within two hours of tampon use. Her throat closed up, she broke out in hives all over her body, and she was itching all over. She went to the emergency room twice, two nights in a row, for her symptoms. Treatment included a lot of medication such as prednisone, (B)(6), and pepcid. Her symptoms had resolved. The consumer asserted that she used an unscented tampon so the severe allergic reaction should not have happened. Additionally, she had to leave work early to pick up prescribed medication. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided.

Event description:
Severe allergic reaction all over body [hypersensitivity]; throat closed up [throat tightness]; breaking out in hives all over [urticaria]; itching from head to toe [pruritus generalised]. Case description: a (B)(6) year old female consumer reported that she used tampaxtampons compak super plus tampons for the first time beginning wednesday, (B)(6) 2015 and ending saturday, (B)(6) 2015, unknown daily use and frequency, and experienced a severe allergic reaction within two hours of tampon use. Her throat closed up, she broke out in hives all over her body, and she was itching all over. She went to the emergency room twice, two nights in a row, for her symptoms. Treatment included a lot of medication such as prednisone, benadryl, and pepcid. Her symptoms had resolved. The consumer asserted that she used an unscented tampon, so the severe allergic reaction should not have happened. Additionally, she had to leave work early to pick up prescribed medication. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided. 06-jul-2015 quality assurance product investigation: the lot code provided is valid for the product specified. The product was manufactured on 26-jan-2015 on line 65. This complaint type and lot code combination has previously been investigated; review of the previous investigation indicated that the subject product lot was manufactured as intended and no definite root cause could be identified. The consumer did not return product to confirm the alleged defect at the time of this investigation. If a returned product is received in relation to this complaint ,the investigation will be re-opened and any new information will be incorporated. No further investigation is required for this complaint based on the previous investigation for this lot code and complaint type that was previously completed. In conclusion, no cause determined and insufficient information to investigate further. Quality assurance will continue to monitor this complaint code for trends and signals as part of the routine surveillance program. 28-jul-2015 additional newly learned information from review of the initial contact on 08-jun-2015: upon review of the initial consumer call, the consumer reported that once the tampons were stopped her symptoms started to resolve within two hours. She had stopped using the product. The consumer reported that she had purchased two 18 count boxes of the tampons. Her symptoms had recovered. Other relevant medical history included she had no known allergies. No additional information was provided.

Manufacturer narrative:
Lot number was provided by the reporter and lot check is pending.